Event description:
Following a refill, the pt passed out and did not remember anything else. The pt stated,"I was kind of sick when I got to my refill. My doctor took out 18mls from my pump and told me that nothing was delivered. Later that day, I was taken to the ER. The paramedics told me I was overdosed. I almost died." The medication being delivered via the pump was not reported. See MFR's report# 6000030200901536 for follow-up information.